Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter: when the surgery tech was getting a port ready for surgery, the fixation cannula would not snap back into the trocar.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular and envelope seals on the device were intact. The cannula was intact. The tabs on the obturator were bent, preventing them from locking onto the cannula. The device failed an air leak test. Replication of the observed damage may occur as a result of rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).